Event description:
It was reported that the system 9800 was slow in initializing and at times it would take several attempts to complete the initialization. Also, it was reported that the system locks up or powers off during procedure. There was no adverse pt involvement reported. There was no further pt info reported.

Manufacturer narrative:
The reported issue is currently under investigation. A f/u report will be filed when add'l details become available.